Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 6 occurred during the load process. The customer attempted to load a new cartridge and received a cartridge alarm 24. There was no impact to the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.